Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by patient¿s legal counsel reported patient underwent left total hip arthroplasty. Legal counsel further reports that patient underwent revision surgery 16 years post implantation due to unknown reason. No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 h6 component code: mechanical (g04) ¿ head a m2a 38mm mod hd std nk, part # 11-173662 from lot 440120, was returned and evaluated against the complaint. Visual inspection found dark debris within the taper. The rim of the liner is dinged and exhibits tool marks. Scratching and scuffing were observed on the outer radius. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to correct the previous report submitted in error. This device has not been identified. D2: product code: unknown. D4: expiration date: unknown. H4: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an initial left total hip arthroplasty. The patient was revised sixteen (16) years post implantation due to elevated metal ions. During the revision, a pseudocapsule was encountered along with scarring of the abductors. The stem was well-fixed and left intact. All other components were revised without complication.

Manufacturer narrative:
(B)(4) reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records identified findings of the reported issues diagnosis of metallosis, fluid sent to pathology for metal levels, abductors scarred but not dissected, no rust on neck, stem well fixed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date ¿ unknown day in (B)(6) 2005. Concomitant medical products: unknown cup, pn unknown, ln unknown. Unknown stem, pn unknown, ln unknown . Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03101, 0001825034-2019-03121, customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the patient is being considered for a revision procedure due to unknown reasons; however, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.